Event description:
It was reported that the pulse generator could not be interrogated. The device was pacing and capturing at 67 pulses per minute with no magnet response present. Telemetry could not be established. It was noted that the device had not been checked since 2006, and no previous measured data was available. Due to inability to communicate and unknown battery status, the pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.